Event description:
It was reported that the "they had this bed for a couple of weeks. The middle part is stuck in the up part position and not going down anymore".

Manufacturer narrative:
It was reported that "they had this bed for a couple of weeks. The middle part is stuck in the up part position and not going down anymore". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.